Manufacturer narrative:
(B)(4) 2015. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015. A medtronic representative, following-up at the site, reported the scan was loaded via cd without any issues and was of good quality. The doctor admittedly ordered a non- contrast computed tomography (CT) by mistake and did not want to have the patient re scanned. The surgeon adjusted the level and width on the navigation system, as best as he could to visualize the exam and location of interest and selected a target. The surgeon used tracer to register the patient and passed on the first time. Additional follow-up with the attending medtronic representative/registered nurse (rn), clarified that the surgeon performed a full craniotomy during the first surgery, however, did not find his target. The surgeon then closed and had the patient come back for a second surgery. The surgeon ordered a scan with contrast for the second surgery and was able to find his target. He was only 1-2 millimeters inaccurate in the first surgery and the target was very small. This was deemed use error as the surgeon needed to get a scan with contrast done for the first surgery, but did not. The surgeon proceeded with the craniotomy and navigated to his pre-set target using the scan available.

Manufacturer narrative:
On (B)(6) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(6) 2015 to (B)(6) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on (B)(6) 2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Medtronic technical services reviewed the patient exams and found that when looking at the 3d model from the first exam the patient's nose was scanned crooked. There was no registration saved on the archive but tracing over this anatomy could cause issues with accuracy. The second scan showed that the patient nose was straight. The software investigation found that the original scan used did not contain contrast. When a new scan with contrast was used the surgeon had no issues with accuracy. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a cranial procedure on (B)(6) 2015, the surgeon was using a computed tomography (CT) exam that did not have contrast. The site refined the images as much as possible to see point-of-interest, however, it was not clear to the surgeon where he was in the anatomy. The surgeon opted to halt the procedure and re-schedule. The second surgery was performed on (B)(6) 2015, using a new computed tomography (CT) with contrast. During the procedure, the surgeon could clearly see and accurately navigate the point-of-interest. At this time, the surgeon speculated that navigation was inaccurate in the first case, however, it was unknown in which direction or how much inaccurate they were. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.